Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va19x17, implanted: (B)(6) 2017, product type: lead. Product ID: 357625, lot# n639749, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported a consumer on (B)(6) 2017 had a lead positioned and was then discharged. On (B)(6) 2017, the consumer visited outpatient and there was neither higher efficacy nor signs of infection. On (B)(6) 2017, the consumer visited outpatient complaining of pain in the wound site and infection on the wound site was confirmed then. Per the hcp¿s opinions, the consumer took a shower during trial stimulation period. Diagnostics/troubleshooting was noted as medication. The final decision date was (B)(6) 2017, if the consumer will not be under remission then, the lead was scheduled to be explanted on (B)(6) 2017. The issue was not resolved at the time of the report. The consumer¿s underlying disease was noted as bowel incontinence.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va19x17, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Product ID: 357625, lot# n639749, product type: screening device.

Event description:
Additional information received reported the infection was not relieved and therefore the system was explanted. The consumer was considered to be recovering after the system explant. The hcp decided to reimplant a system after the infection was resolved, as the therapy effect was achieved.